Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the type of the material or root cause cannot be identified. However, it is likely that foreign material may have remained because reprocessing deviated from the instructions for use and there was physical damage to the area where the foreign material was detected. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: the scope connector protector of the ultrasound was scratched; switch1was deformed; the bending section cover was discolored; the bending section cover adhesive had crack; the image was partially dark due to contamination of the charged coupled device lens; waterproof failure due to the broken channel tube and waterproof failure due to the upward/downward angulation control knob deformation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material on the charged coupled device lens. There were no reports of patient involvement.